Manufacturer narrative:
Additional information provided in h.6. And h.11. The manufacturer's evaluation of the photo confirms the customer's reported event: the material (B)(4) - gloves,surg,6.5,encore-micr,pf (latex) and (B)(4) - gloves,surg,7.5,encore-micr,pf (latex), had an asterisk on the content label suggesting the presence of latex. However, the label also displayed a triangular symbol with the word "latex" (content label warning) crossed out, indicating that this is a latex-free pack. A review of the reported pak's bill of materials (bom) shows each unit should include (1paa) (B)(4) - gloves,surg,6.5,encore-micr,pf (latex) and (1paa) (B)(4) - gloves,surg,7.5,encore-micr,pf (latex). A review of the deviation history report shows this finished goods lot shows there was a temporary deviation applied for unavailable components (1paa) (B)(4) - gloves,surg,6.5,encore-micr,pf (latex) and (1paa) (B)(4) - gloves,surg,7.5,encore-micr,pf (latex) to be substituted with available ih133650 - gloves,surg,6.5,ltx,pf (latex) and ih133750 - gloves,surg,7.5,ltx,pf (latex). The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Upon reviewing the manufacturing records, we confirmed that the gloves in the pak were built correctly, adhering to the latex-to-latex deviation guidelines. However, based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event was identified as the absence of proper software validation. The software qualification and verification processes did not include testing for a latex-to-latex substitution, leading to the non-conformance. Company has taken action to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. To address root causes, the following action was taken: a thorough software validation process will be conducted at the supplier's flex facility to ensure compliance with all specifications and regulatory requirements. Destruction of all latex gloves at flex and having material and work. Verification of all components labeled as latex and accuracy. Update bill of material's to remove all latex gloves. Assess feasibility to replace all latex components. Complaints are continuously monitored to identify product and/or process areas where this type of issue is occurring. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that there was latex gloves in non-latex pack during calibration for cataract [with intraocular lens (iol) implant] surgery. The custom pak was removed from the sterile field and a new one obtained to complete the procedure. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).